Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter distal shaft, loaded onto the shaft of a non-bsc balloon catheter. The returned guidezilla was missing the hub and hypotube. There was blood inside and outside the shaft of the device. The non-bsc device had extensive damage throughout the device. The distal shaft was microscopically examined. The shaft of the device was partially separated at the collar area with the polytetrafluoroethylene (ptfe) fully attached to the shaft. Inspection revealed excessive damage (kinks, flat spots) to the entire shaft. The tip of the device was also found to be damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a catheter fracture occurred. The 90% stenosed target lesion was located in the coronary artery. A 145 guidezilla¿ was selected for use. During introduction, the catheter was noted to be fractured when inserting into the patients body. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a catheter fracture occurred. The 90% stenosed target lesion was located in the coronary artery. A 145 guidezilla was selected for use. During introduction, the catheter was noted to be fractured when inserting into the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable.